Manufacturer narrative:
Date received by MFR: 17sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and found that the air flow was out of tolerance at 120 standard liters per minute (slpm) on the analyzer. The fse also found that the unit had a cracked enclosure. The fse replaced the gas delivery system (gds) and the issue was resolved. The cracked enclosure is to be repaired at another time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit failed preventative maintenance. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 27jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed preventative maintenance. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
MFR received date: 29oct2019. Correction: work performed by a service technician who was not a field service engineer. The gas delivery system (gds) was returned for failure analysis. During testing, no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.